Manufacturer narrative:
Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports unexpected positive reactions (igg and control wells of the cassette) with albacyte® c3 coated red blood cells product z482u lot v267658 (expiry 29jan24) during a cat testing despite the product is for tube use only (off label use). The c3 coated red blood cells were converted to 0.8% cell suspension and tested in grifols gel card.